Manufacturer narrative:
The complaint narrative has been reviewed and no issues other than the adverse event issue reported were noted. Further investigation will be conducted based on the information in the case.

Event description:
Per the end user, large amount of pain under dressing, especially while walking. Dressing only applied to left lower leg wound. Changed dressing after 1 day due to bloody drainage from wound. No further information is available.